Event description:
During implant this rv lead perforated the cardiac tissue and the lead was pulled back and later repositioned. The patient survived the surgery. They were intubated and a chest tube was inserted. The patient was extubated later that same day in the ICU. This lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.